Event description:
The customer reported via phone call that experienced high blood glucose. Customer reported their blood glucose rose to 597 mg/dl. Customer stated they attempted to treat their blood glucose with an injection, but their blood glucose would not decline. Customer reported their blood glucose declined to 534 mg/dl after treating with 22 units of insulin by pen. The customer also reported insulin did not exit from two of their infusion sets. Customer's current blood glucose was 392 mg/dl. The customer declined to check for the presence of leaks and air bubbles during troubleshooting. The customer stated their settings were programmed accurately. Troubleshooting was not completed as the customer did not have tubing clamps available. The customer was advised to complete a set change and monitor their blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.